Event description:
It was reported that during preparation for an unspecified procedure, stent damage was occurred. While unpacking, the 2.75 x 20mm taxus liberte drug-eluting stent (des) struts were bent, therefore, not introduced into the patient. The procedure was completed with another of the same device. No patient injury or complications were reported, as there was no patient contact with the device.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Product unavailable for analysis.